Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of manufacture was not available at the time of filing. Ge healthcare (B)(4) investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a leak. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received stating that this was a small leak from the o2 cell assembly. This small leak did not affect the functionality. Unit continued to ventilate and alarms remained functional. This was not a reportable malfunction. Additional information was received stating that this was a small leak from the o2 cell assembly. This small leak did not affect the functionality. Unit continued to ventilate and alarms remained functional. This was not a reportable malfunction.